Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d4 (serial number), d9, h3, h4 and h6. Corrected fields: d10 - concomitant medical product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for ''scope communication error (e226)'' could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera head displayed an e226 scope communication error message. The issue occurred during a procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.